Event description:
During follow-up, oversensing episodes were recorded due to noise on the atrial lead. The physician explanted and replaced the atrial lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.